Event description:
It was reported that the patient experienced a burning sensation and pain at the pocket site after implant. It was determined that the pain was not related to stimulation, but the hcp felt it was best to revise the pocket and move the device to a different location. Following the implant impedance measurements were within normal limits, however all contacts were later found to be over 4,000 ohms and the patient was unable to feel stimulation. It was believed that the physician had unscrewed the setscrew too much, and the lead might have slipped out of the header block, though this was not confirmed by x-ray. Another revision was planned to correct the issue. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was a fractured lead. It was also noted that there was premature battery depletion and lead disconnection. The entire system was replaced on (B)(6) according to the hcp.

Manufacturer narrative:
Analysis of the neurostimulator model 3058, serial (B)(4), found the setscrew was backed out too far. The setscrew was realigned and there was good stable output on all electrode pairs when the electrodes and ins were placed in a (B)(4) saline solution.

Manufacturer narrative:
(B)(4), lead: model 3039-28, lot# v906470, implanted: (B)(6) 2012, explanted: na; programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.